Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was depleting faster than expected. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.